Event description:
It was reported that on (B)(6) 2011, a 2.75 x 23 xience v stent was implanted. On (B)(6) 2011, the patient presented with thrombosis, which was treated with a 2.5 x 18 xience v stent. On (B)(6) 2011, the patient experienced chest pain; therefore, coronary angiography was performed. Thrombosis was observed in the mid left anterior descending (lad); therefore, ballooning was performed with a non-abbott balloon at 26 atmospheres to treat the thrombosis. It was noted that due to the first 2.75 x 23 stent may not have been sufficiently expanded, and changing the drug from plavix to panaldine on 04/08/2011 might have related to the thrombosis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.75 x 23 stent is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported angina and thrombosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.